Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of blood glucose of 35 mg/dl. The customer stated that they felt they were going to passed out after walking the dog. The customer was treated with lemonade and glucose tablets. The customer was not wearing the insulin pump for less than 48 hours prior to their hospital stay. The customer was wearing the insulin pump during the hospitalization. Customer also mentioned another hospitalization around christmas or new years (non-diabetes related) due to an ear infection/hearing loss issue. The reservoir will be returned for analysis.